Event description:
It was reported to boston scientific corp that a rotatable snare (polypectomy device ) was used during a procedure performed in the colon of an (B) (6) male pt on (B) (6) 2009. According to the complainant, during the procedure, the snare failed to extend out of the sheath. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. The initial complaint, and f/u from the complainant received on (B) (6) 2009, stated that the sheath had not detached. Eval of the returned device, completed on jul 14, 2009, revealed that the sheath had detached. Based on this new info, this event has been deemed an MDR-reportable scenario.

Manufacturer narrative:
(B) (4) - other (extend, failure to). A visual exam of the returned device found that the sheath was disengaged which was preventing the snare loop from extending. Further analysis of the dongle assembly found that the dongle shaft inner diameter was .035 inches which is outside the design specification. Additionally, the core wires were kinked near the dongle shaft. The condition of the returned incident device was consistent with the complaint that the snare failed to extend. The most probable root cause is supplier MFR since the inner diameter was outside the design specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).